Event description:
The device was returned to the manufacturer, analyzed, and subsequently tested out of specification. It had previously been reported by the clinic that the patient had a ventricular tachycardia storm that required 42 appropriately delivered shocks "that just about depleted the battery." The patient had a newly recalled device and so, the physician replaced the device. There were no further patient complications as a result of this event. The lead tested out of specification during manufacturer's analysis. It was later reported the device was replaced at the time of lead fracture replacement.

Event description:
The device was returned to the manufacturer, analyzed, and subsequently tested out of specification. It had previously been reported by the clinic that the patient had a ventricular tachycardia storm that required 42 appropriately delivered shocks "that just about depleted the battery." The patient had a (B) (4) recalled device and so, the physician replaced the device. There were no further patient complications as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) a high current drain condition was found. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) a high current drain condition was found. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.